Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the PICC team received a blue bullseye, however, the x-ray was read by radiology as being at the superior vena cava but the PICC team thought it looked proximal (higher than where it should be). There was no delay in therapy and no patient death or complications reported.